Event description:
It was reported that, during implant testing, the shock induced atrial flutter. The evening of the implant, the atrial flutter was converted with medication. There were no additional adverse patient effects. The system remains implanted.